Manufacturer narrative:
Additional information received from the local area sales representative indicated that no intervention planned to be performed regarding this issue.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting noise and high pacing impedance measurements greater than 2,000 ohms. The device had previously been programmed to vvi mode due to the patient's atrial fibrillation (af). Isometrics were performed and a variation in impedance measurements between 700-1,600 ohms could be generated. It was unlikely any intervention would be performed since the ra lead was not being used for therapy. No adverse patient effects were reported.

Manufacturer narrative:
Attempts for additional information have been made. At this time there is no further information available. If additional information becomes available this report will be updated.